Event description:
Approximately 17 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced a dislocation. Patient presented to clinic today with an anterior dislocation of the shoulder. The patient underwent a reduction procedure in the clinic and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 310-01-50 - equinoxe, humeral head short, 50mm (beta): a375751. 300-10-45 - equinoxe replicator plate 4.5mm o/s: a219430. 308-12-00 - med prox body +12.5: a054195. 308-15-12 - taper locking screw 12.5: a111308. 300-20-02 - equinox square torque define screw drive kit: a777714. 308-05-24 - distal fixation ring ha 24.5: 6843575. 308-01-06 - 6x80mm distal stem modular cemented: a430101. 321-20-00 - equinoxe reverse shoulder drill kit: a465898.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6 . MDR section codes updated/corrected: b, c, d, g. The reason for the reported revision due to dislocation cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.